Event description:
Same case as 2134265-2013-03163. It was reported that post percutaneous coronary intervention (pci) procedure, thrombosis occurred and the patient expired. (B)(6) 2013 - the physician successfully implanted a 3.0x16 mm taxus express stent in the proximal left anterior descending artery and a 2.5x12 mm taxus express stent in the proximal circumflex artery. Two days post procedure the patient presented with angina pectoris. The physician performed an angiogram and observed there was no flow in both stents. Both stents seemed to be blocked by a thrombus. The physician attempted to pass one of the thrombus and stent with an unspecified guidewire, but was unable to pass. "As a consequence of the unsuccessful wiring the patient expired in the cathlab."

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).